Event description:
It was reported that a patient underwent lumbar surgery. During the procedure, one screw slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
Additional information: product analysis observations: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into a sample mas head. Conclusion: the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.